Event description:
It was reported that the patient is scheduled for a revision surgery due to unknown reasons with an artificial urinary sphincter (aus). The aus remains implanted and active and is scheduled to be revised on (B)(6) 2019. Additional information was reported that the patient underwent the revision surgery and the aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted on (B)(6) 2019.